Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The device was not returned.

Event description:
It was reported that they were trying to start therapy on the arctic sun device. They had tried two devices, two probes and filled it with water, but still could not get therapy started. Currently using another device and it would not read the patient¿s temperature. Mss confirmed the esophageal probe would not read on the arctic sun device or the bedside monitor. Mss also suggested trying a third probe. If the probe would read on the monitor, but not device, replace the temperature in cable. Nurse would try another probe and call back if issue were not resolved. Per follow up information received on (B)(6) 2022, nurse stated there was no reported injuries and patient was able to complete therapy on different device and a new probe. The devices were sent to biomed, unsure of device status or what caused the issues.

Manufacturer narrative:
Upon further review, bd has determined that this MDR was initially reported in error as this event is not reportable. The device was not returned.

Event description:
It was reported that they were trying to start therapy on the arctic sun device. They had tried two devices, two probes and filled it with water, but still could not get therapy started. Currently using another device and it would not read the patient¿s temperature. Mss confirmed the esophageal probe would not read on the arctic sun device or the bedside monitor. Mss also suggested trying a third probe. If the probe would read on the monitor, but not device, replace the temperature in cable. Nurse would try another probe and call back if issue were not resolved. Per follow up information received on 17aug2022, nurse stated there was no reported injuries and patient was able to complete therapy on different device and a new probe. The devices were sent to biomed, unsure of device status or what caused the issues.